Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the event is attributed to the peristaltic pump tubing. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported failed system check due to elevated wash mean and substrate ratio involving the access® 2 immunoassay system. During troubleshooting with beckman coulter customer technical support (cts), the customer discovered a hole in the peristaltic pump tubing and replaced the tubing to resolve the issue. The customer performed system check, and it passed within specification. No erroneous patient results were generated. There was no patient impact associated with this event. No further issues were noted. The instrument was returned to normal operation.